Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample is not available for eval. Without the actual complaint sample, angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. It was reported the incident occurred 2 months before the actual report date, and details of the incident were not clear. A review of the mfg records for the reported lot indicated that all of the device spec and quality requirements were satisfied. The instructions for use states the following to help prevent this type of complaint: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." "If resistance is felt upon removal, then the balloon, guidewire, and the sheath should be removed together as a unit, particularly if balloon rupture is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentile twisting motion combined with traction." This catheter is not identified for the expansion or delivery of stents. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.

Event description:
During an angioplasty procedure, the distal bond of the balloon was compromised, resulting in balloon failure. The balloon did not completely separate from the shaft, and apparently the balloon was retrieved without incident.